Event description:
The customer reported that the sys displayed intermittent x-ray disabled error messages at boot up. This error messages will prevent the sys from producing x-rays. There is no report of pt injury associated with the event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The fluoro functions board was replaced, the ps1 power supply connectors were cleaned and reseated, and the sys software was reloaded. The sys was then found to be operating as intended.